Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited far r wave oversensing and multiple auto mode switch episodes. No intervention or additional information was reported.